Event description:
The customer tested his blood glucose and received a reading of 244 mg/dl using his contour meter. He retested using another meter and received a reading of 93 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. The test strips and meter are to be returned for evaluation. Replacement products were sent to the customer.